Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Type of procedure: liver resection. According to the reporter: in the middle of the initial firing the handle could not be squeezed anymore and it was impossible to complete the firing. There was no problem in release of device from tissue, however to fix the product problem, the staple line was resected and re-stapled resulting in tissue loss.